Manufacturer narrative:
The soft cannula was measured to be stretched. Fluid was still able to flow through the entire fluid path during investigation. No timeouts or drive stalls were seen in the download data. It is unknown how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 370 mg/dl. The pod was worn between 1 and 4 hours on the abdomen. Hyperglycemia treated with a correctional bolus and a new pod.